Manufacturer narrative:
(B)(4). Additional information requested and received: in what procedure was the device used? Sleeve gastrectomy. What color cartridges were used? Unknown . Was buttressing material used? No. Were there any staple formation issues in primary or secondary surgical procedure? Only saw the leak. How was the leak identified? Surgery. How was the leak addressed? Suture. What is the current patient status? Still in the ICU - getting better.

Event description:
It was reported that following an unknown procedure, the patient came back after a week with a leak from the staple line. When the surgeon went in to repair, he said he saw as if the last fire was totally open.